Event description:
Customer's meter was reading inaccurately low. They were not sure if they were having high or low blood glucose symptoms. They reported obtaining "24 mg/dl, 38 mg/dl, 35 mg/dl, and 34 mg/dl". They explained that 10 minutes later the ems arrived at their home. The ems tested their blood glucose level to be "187 mg/dl" on their meter. They retested and obtained a "44 mg/dl" on their meter. They did not report any medical treatment, which suggested that the "187 mg/dl" result was more of an accurate result. They claimed that they cleaned their meter at least 2 times a week, runs the check strip test 3 to 4 times a week, and runs the control solution test 3 times a week. The ccr walked the customer though a control solution test and received a result of "19 mg/dl" (range 92-124). The test strips and control solution were within expiration date. Based on the information provided, the meter may have been reading inaccurately low due to the failed control solution test and the differences between the ems and the customer meter. Ccr replaced the meter and test strips.